Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, severe aortic stenosis, type I bic uspid valve with right coronary cusp (rcc) to left coronary cusp (lcc) fusion presented. The annulus perimeter indicated 89.7 millimeter (mm) and a 34mm valve. However, 4mm and 8mm expansion was predicted as 80-83mm and a 29mm valve was chosen as result. A pre-bal loon aortic valvuloplasty (bav) was performed with a non-medtronic (z-med ii) 20mm balloon. The 29mm valve was deployed too shallow. The lower end of the valve was not sufficiently deployed. As result, the valve was recaptured. A bav was again performed with a 22mm balloon. Following this bav, the 29mm valve was deployed again. The lower end of the valve was described as elliptical. However, it was determined that the nosecone could be removed sufficiently. As result, the valve was fully released. After full release, there was a tilt with the non-coronary cusp (ncc) as the anchor point. However, the valve did not migrate. The guidewire was retracted and the nosecone was slowly retracted with the cov fluoroscopic angle. The short diameter of the transcatheter valve was confirmed. When an attempt was made to view lao, the nosecone interfered with the lower end of the valve and dislodged the valve. The sinus of valsalva (sov) and sinotubular junction (stj) diameters were large, and there was no immediate risk of coronary artery occlusion. The valve paddles were grasped with a snare. The valve was then slowly pulled up to the vicinity of the proximal arch. This valve was fixated using the arch without blood flow obstruction of the brachiocephalic artery. Following, an additional 29mm valve was implante d at a depth of approximately 5mm. A transesophageal echocardiogram (tee) identified mild-moderate paravalvular leak (pvl). As result, a post-bav was performed with a non-medtronic (z-med ii) 23mm balloon. The pvl improved to mild. No additional adverse patient effects were reported. Additional information was received which clarified that the previously reported "lower end of the valve was not sufficiently deployed" indicated that the valve was under-expanded. The elliptical shape previously reported describea shape anomaly. The elliptical shape was a result of the patient's type 1 bicuspid valve.